Manufacturer narrative:
Correction: report type- should have been "serious injury" rather than "malfunction". Fields b1, b2, b5, and h1 were updated accordingly.

Event description:
It was reported that the patient presented in clinic for a lead repositioning procedure. It was noted that the right ventricular lead was producing suboptimal electrical values. The lead was attempted to be repositioned, but could not be fixed. The physician elected to complete the procedure with an alternate lead on 7 apr 2021. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for novel cardiac system implant. During the procedure, it was found that the novel right ventricular lead was producing suboptimal electrical values. The lead was attempted to be repositioned, but could not be fixed. The physician elected to complete the procedure with an alternate lead on (B)(6) 2021. The patient was stable.